Event description:
Device malfunction: balloon rupture. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during the 7-8th inflation of the foxcross balloon in a heavily calcified superficial femoral artery, the balloon ruptured at 10 atm. The balloon was removed intact from the pt anatomy without difficulty. There were no adverse pt effects and post-dilatation was achieved with the device. No additional info was provided.

Manufacturer narrative:
Physician's preference testing (ppt). The device is expected to be returned for evaluation. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant info.